Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings:a review of the black box showed an unusual fluctuation of voltage, and evidence of partially discharged batteries being installed resulting in a replace battery alarm, and low battery warning. The battery cap was not returned, and a test battery cap was able to attach to the pump and power it on. Moisture corrosion was found in the battery compartment. A leak was found in the battery compartment. The battery compartment was cracked above and below the bumper pad. The current draws were within specifications. The pump cover was removed to find no further evidence of moisture. No loose components were found inside the pump. The battery life issue was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.